Event description:
Pt. Had erectile impotence secondary to a radical urethrectomy. In 1990, pt. Had a dynaflex penile prosthesis placed which had eroded and was nonfunctioning. Pt. Developed erosion of the prosthesis near the glans penis, but not erosion of the skin. Pt underwnet surgery for removal & placement of a new inflatable prosthesis and correction of the breakdown of the distal corporal body. Note: implanted at another facility. Rptr does not have records of the lot numbers or MFR's address.